Manufacturer narrative:
This report is submitted on 4 february 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the actuator. It is unknown if the patient will be re-implanted with a new device as of the date of this report.